Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to blood glucose. Reportedly, the customer reverted to an alternate source for insulin therapy.